Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. The patient stated that he felt a pop in the pump and since has not been able to inflate it. It has been evaluated by his doctor who has confirmed it needs to be removed or replaced. The patient stated that he had a similar issue in 2022 and reported it to his doctor who did some troubleshooting in the office, and it temporarily resolved. No patient complications were reported.